Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 8094890. Investigation summary: customer returned one (1) 32g x 4mm bd pen needle without a cover or tear drop label attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the pen needle was not able to expel properly. A wire test was then performed on this sample, but the wire could not make it through the length of the cannula since the wire would hit a hard material within the cannula. This material could possibly be adhesive residue that would be the cause of the clog, likely occurring during the manufacturing process. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the probable root causes for this issue are: misadjustment of the adhesive nozzle, flow on adhesive nozzle is set too high. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pn 32x4 europe bd was unable to deliver insulin/medication. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no.: 320211 batch no.: 8094890. Verbatim: needle blocked.